Event description:
An aq2010v model lens was implanted in the left eye and was removed due to a tear in the posterior capsule. It is unknown what caused the tear. This is the second lens the surgeon attmepted to implant in this pt. The incision was enlarged when the first lens was removed.